Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location, not performing x-rays following the implant procedure to confirm device placement, implanting a damaged stimulator, and the patient going through MRI have been ruled out as potential causes. However, the questionnaire shows the clinician did not create subcutaneous receiver pocket, tie knots, coil receiver, suture, and knot around the coil. In addition, the patient has contraindicating conditions including poor surgical risks. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of erosion is due to inadequate fixation as the clinician did not create subcutaneous receiver pocket, tie knots, coil receiver, suture, and knot around the coil (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported erosion at the distal end of the lead. A revision procedure was performed on (B)(6) 2023, to secure lead deeper and prevent future erosion. Additionally, the site was irrigated and antibiotics were prescribed. The patient is doing well, has healed, and resuming therapy.